Manufacturer narrative:
Precision studies were performed. The probes and the washing unit were checked. A fiber was found on the washing unit nozzles. The fiber was removed, the cells were rinsed, and precision studies were repeated. No further issues occurred. The investigation determined the removal of the fiber from the wash unit nozzle resolved the issue. This event occurred in (B)(6). UDI number = (B)(4). City = (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and a second patient sample tested for creatinine on a cobas 8000 c 502 module. The specific creatinine reagent that was used is not known. No incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted with a calcium value of 1.88. The sample was repeated using another reagent pack, resulting in a value of 1.18. The sample was also repeated on a second analyzer, resulting in a value of 2.25. The 2.25 value agreed with the patient's history. The second sample initially resulted with a creatinine value of -1.9 and repeated as 2.9. The sample was also repeated on a second analyzer, resulting in a value of 54. The 54 value agreed with the patient's history. The calcium and creatinine reagent lot numbers and expiration dates were requested, but not provided.